Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, the maximum aneurysm diameter measures 157mm and the proximal aortic neck diameter measures 50mm in diameter. It was reported that the patient presented emergently with back pain. A CT was performed and revealed a retroperitoneal hematoma as well as a proximal type 1 endoleak due to lack of proximal seal. The physician elected to perform a mini laparotomy and umbilical tape tying around the enlarged proximal aortic neck anatomy. The patient was extremely unstable throughout the procedure and multiple units of blood were given. After the procedure, the patient's status was reported as hemodynamically unstable. The physician stated the cause of the events was due to disease progression; proximal aortic neck dilation. The patient expired in the recovery area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.